Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and remedied. Short circuit in the motor cable - motor cable replaced resistance value out of specs: hand control set replaced unit is repaired and fully functional. The probable root cause for this failure is the short circuit in the cable. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliates via mail that the micro tornado handpiece with hand controls doesn't turn. It is unknown who was involved. It was discovered pre-operatively. Unknown what has happened. The outcome of the event is unknown. Unknown how the surgery was ended. There are no further information available.